Event description:
It was reported that the system would not power on all the way, (no boot). The resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and put back into service.